Event description:
The customer contacted abbott reporting the inability to calibrate the axsym rubella igg assay following weekly and monthly maintenance. The customer stated rubella calibration was unsuccessful after five attempts, however, there was no issue with calibration of other axsym assays. The customer was sent new master calibrators and reagents. The customer reported calibration was unsuccessful with replacement reagents and calibrators and was asked to return the replacement material for investigation. The customer requested rubella standard calibrators and a different lot of reagent. Upon receipt of the new material, the customer attempted recalibration and obtained error code 1018 (calibration check failure, cal a result too high). The customer reported a successful calibration was obtained with a different combination of reagent and calibrators and the issue was resolved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.